Event description:
During use of a smart control (8.0/100mm 80) stent delivery system (sds), the stent partially deployed from the shaft of the stent delivery system, but was not deployed. The stent was removed with the sds. There was no reported injury to the patient. The patient age and gender were unknown. The target lesion was the left external iliac artery. The lesion was a de novo, but was heavily calcified and moderately tortuous. There was 100% stenosis (cto).the products were properly inspected and prepped and no anomalies were noted. Approach was made contralateral. Pre-dilation was conducted with a balloon catheter (starling 3.0/20mm), and additional dilation was conducted with a balloon catheter (starling 4.0/40mm), but sufficient blood blow was not confirmed. Therefore, smart control (8.0/100mm 80) was advanced toward the target lesion with no difficulty, but the distal portion of its sds was caught at vascular wall in the proximal portion of the target lesion. Then, the sds was pushed and pulled back to move it, and the sds was released. However, the distal portion of the stent was confirmed to be slightly released from its shaft under the x-ray. There was no difficulty removing the device from the patient. Therefore, the smart control was removed from the patient cautiously without stent placement, and a different stent was placed instead. The procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: astato18 guide wire, parent guiding catheter, sterling balloon catheter.

Manufacturer narrative:
While attempting to advance the smart control (8.0/100mm 80) stent delivery system (sds) through the target lesion the stent partially prematurely deployed. The sds along with the stent was removed. There was no reported injury to the patient. The target lesion was the left external iliac artery. The lesion was a de novo, but was heavily calcified and moderately tortuous with a 100% stenosis. The products were properly inspected and prepped and no anomalies were noted. Approach was contralateral, pre-dilation was conducted with a balloon catheter (starling 3.0/20mm), followed by additional dilation with a starling 4.0/40mm, but sufficient blood blow was not confirmed. Therefore, the smart control was advanced toward the target lesion with no difficulty; however, the distal portion of the sds became caught at the vascular wall in the proximal portion of the target lesion. The sds was pushed and pulled back to move it and at this time the stent partially pre-maturely deployed. The smart control was removed from the patient cautiously without stent placement, and a different stent was placed instead. The procedure was finished successfully. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. If unusual force was used in the attempt to cross the lesion such as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, it can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿ with the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.